Event description:
It was reported that the patient was admitted to the hospital after presenting to the emergency room (ER) with complaints of weight gain, shortness of breath, and clogged central line that was running their milrinone. They were started on lasix (furosemide) for fluid volume overload. The patient also experienced heart failure exacerbation that was attributed to right ventricle failure that existed before the lvad implant. No lvad related issues caused or contributed the right heart failure. They were being IV diuresed via continuous bumex (bumetanide) drip and the central line was unclogged. IV milrinone was started to assist with diuresis and support in the setting of cardiogenic shock. Palliative inotropes were being considered. The patient was to remain in patient for assessment of need for prolonged inotropic therapy. During the hospitalization, the patient was also found to have acute kidney injury superimposed on stage 4 chronic kidney disease. It was believed the patient's condition was a cardiorenal syndrome specifically from right ventricle failure. The baseline creatinine was about 2.6 - 2.8 mg/dl and it was noted to increase to 3.11mg/dl. Nephrology was consulted and the patient was continued with diuresis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient remained hypervolemic with low urinary output and was started on ultrafiltration for fluid removal. The patient was discharged home with intraveneous milrinone after being treated in the hospital for more than two weeks.

Manufacturer narrative:
Related MFR # 2916596-2022-12664. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.